Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used on (B)(6) 2024 and ¿we used a 12mm airseal in dr¿ partial nephrectomy case today. The blue seal on the airseal cap ripped off and fell into the abdomen. Luckily, while extracting the specimen, the team noticed the blue plastic that was in the abdomen¿¿ there was no impact or injury to the patient or user. Per further assessment it was found that all fragments were retrieved from the surgical site. The procedure was completed with a ¿20ish minute¿ delay. The patient is "doing well" and there was no medical/surgical intervention or prolonged hospitalization required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: reported event ¿blue seal on the airseal cap ripped off and fell into the abdomen¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined; however, based upon photos a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used on (B)(6) 2024 and ¿we used a 12mm airseal in dr¿ partial nephrectomy case today. The blue seal on the airseal cap ripped off and fell into the abdomen. Luckily, while extracting the specimen, the team noticed the blue plastic that was in the abdomen¿¿. There was no impact or injury to the patient or user. Per further assessment it was found that all fragments were retrieved from the surgical site. The procedure was completed with a ¿20ish minute¿ delay. The patient is "doing well" and there was no medical/surgical intervention or prolonged hospitalization required. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.